Event description:
A patient reported that he had blood glucose reading varying form 40-60 mg/dl in the morning while wearing the v-go device. The patient discarded the devices in question.

Manufacturer narrative:
The adverse event assessor spoke to this long term vgo20 user. He reported multiple episodes of nocturnal hypoglycemia. He has been diabetic for over 50 years. He eats 3 meals, plus a bedtime snack. He exercises daily in the morning. He counts carbs and usually gives 2-3 clicks per meal. He wears a freestyle libre which alarms him for a low glucose at 69. He eats a candy bar and drinks juice for the hypoglycemia .he cannot remove the device at night because he is a type 1 diabetic. He states he has had to call the squad in the past multiple times to treat his hypoglycemia. He did not recall any dates for these occurrences. He lives with his wife and four daughters who also assist him when needed. He has talked with his endocrinologist and is now using the omni pod insulin infusion device. He stated that his basal insulin dose is only 10 units over 24 hours versus the 20 units in the vgo. This is a serious adverse event probably caused by his decreased basal insulin requirements. It appears that the device is working as expected, but the patient needs half of the basal amount provided by the vgo20.